Event description:
The surgeon performed a revision due to suspected polyethylene wear from x-ray inspection. The patient also had a greater trochanteric fracture.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. Based on the reported event and provided x-rays, there is nothing to suggest a deficiency with the metal head. The product reported in this investigation did not contribute to the event. The reported event regarding poly wear and a periprosthetic fracture involving an unknown 26mm +5 morse taper cocr head was reported.

Event description:
The surgeon performed a revision due to suspected polyethylene wear from x-ray inspection. The patient also had a greater trochanteric fracture.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 26mm +5 morse taper cocr head. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).